Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary procedure to treat stable angina. A 2.5x15mm xience prime stent and a 3.5x15mm xience prime stent were successfully implanted in the first diagonal artery and the proximal left anterior descending artery. On (B)(6) 2013, coronary angiography was performed and noted no issues; however, the patient reported having a nosebleed in (B)(6) 2013. It is unknown if the patient experienced repeated nosebleeds or only one; however, on (B)(6) 2013, the patient's clopidogrel was stopped due to patient request and no new antiplatelet medication was started. On (B)(6) 2015, the patient was diagnosed with bladder cancer, which was treated with excision of the tumor and medication. Per study physician, the bladder cancer is not related to the study device or study procedure. On (B)(6) 2015, the patient was diagnosed with pyelonephritis and was treated with medications. The patient's condition improved. Per study physician, the pyelonephritis is not related to the study device or study procedure. On (B)(6) 2016, the patient presented to the hospital for follow-up and a pleural effusion was noted. Congestive heart failure was diagnosed. Treatment for the heart failure was planned for two weeks later; however, the patient condition worsened on (B)(6) 2016 and the patient was hospitalized. Medication was administered and the patient condition improved, with the patient discharged from the hospital on (B)(6) 2016. Prior to the patient's re-hospitalization, the patient had not experienced angina or other symptoms significant to a serious patient injury. Coronary angiography to check for ischemia was not performed per patient request. No additional information was provided.